Event description:
Customer reported the system displayed a precharge voltage error and would not work. No pt injury was reported.

Manufacturer narrative:
Problem was fixed by ge service engineer over the phone. No ge eval was performed, customer repaired the system.